Event description:
Boston scientific crm received information that this left ventricular (lv) lead exhibited an out of range impedance of greater than 2000 ohms. It was noted that lv impedances had been out of range for approximately two months. This would be discussed further with the physician. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
Additional information was provided that a chest x-ray was performed and the patient was scheduled for follow-up with their physician to discuss options.

Manufacturer narrative:
--

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.